Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the external iliac artery. There were no issues noted during the preparation or inspection of the device prior to use. It was reported that the anatomy was straight forward. During deployment, the stent jumped forward, missing the lesion and was deployed at an unintended lesion site. The stent was left where it was deployed and another stent was used to treat the target lesion. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - limited information available. Device/images not received for evaluation. Event may be due to choice of size for intended lesion site).